Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. Unit was received with original battery cap missing battery cap contacts. Proceeded to use new battery and battery cap. The pump was received with a blank display. Unable to perform the sleep current test, active current test or self-test due to blank display. Unable to download history files and traces using thump or generate the power management graph due to a blank display. The pump was cut open to perform internal inspection, and no moisture damage was found on electronic stack. Isolate to electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: label damage (faded), cracked case (battery tube), battery tube threads - cracked, cracked case, stained keypad overlay, scratched case, and pillowing keypad overlay. The customers alleged failed battery test was unknown when unit remained on blank display, preventing further testing. Isolate to electronic assembly. Allegations for cosmetic damage were confirmed when cracked case (battery tube) was noted. Additionally, unit was received with original battery cap missing battery cap contacts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the battery failed alarm and battery compartment damage on the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and it was unknown whether the issue was resolved. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.